Event description:
After withdrawning the introcan IV catheter the safety feature failed and did not cap the tip of the needle allowing the nurse to get a needle stick. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device usage problem: device was hard to use. Add'l info received from MFR 7/27/04: the actual needle stylet was returned to b. Braun for evaluation. It was confirmed that the safety clip was not properly covering the needle tip. The long arm of the clip was pushed off the side of the needle. The clip appeared to have been twisted on the needle, possibly caused by a lateral force pushing the clip off the needle tip at some point after deployment. The clip dimensions that could be measured were found to be within the design specifications. The catheter was not returned. The labeling for the device does not make a statement as to the frequency or severity of this type of incident. The reported frequency of needlesticks involving the introcan safety device averages less than 1 per million units sold (less than 0.0001%). The labeling does indicate that although the device has this safety feature, standard hospital regulations for discarding used needles in a sharps container still apply. Although the incident rate for this type of failure is very low and there has been no report of serious injury, b. Braun has made efforts to continuously improve the reliability of this product. There has to date been a process and design enhancement which has resulted in significant reductions in reported complaints of this nature. Further opportunities for enhancements are currently being evaluated.

Event description:
Add'l info rec'd from MFR 7/27/2004: the actual needle stylet was returned to b. Braun for evaluation. It was confirmed that the safety clip was not properly covering the needle tip. The long arm of the clip was pushed off the side of the needle. The clip appeared to have been twisted on the needle, possible caused by a lateral force pushing the clip off the needle tip at some point after deployment. The clip dimensions that could be measured were found to be within the design specifications. The catheter was not returned. The labeling for the device does not make a statement as to the frequency or severity of this type of incident. The reported frequency of needlesticks involving the introcan safety device averages less than 1 per million units sold (less than 0.0001%). The labeling does indicate that although the device has this safety feature, standard hospital regulations for discarding used needles in a sharps container still apply. Although the incident rate for this type of failure is very low and there has been no report of serious injury, b. Braun has made efforts to continuously improve the reliability of this product. There has to date been a process and design enhancement which has resulted in significant reductions in reported complaints of this nature. Further opportunities for enhancements are currently being evaluated.